Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet(tm) zelante dvt(tm) catheter was selected for a thrombectomy procedure in the subclavian vein. The deice was primed successfully. However, once they started trying to aspirate inside the body, an error message to check the saline line displayed. They checked the device, opened the tray, closed it, and the error code still displayed. Re-priming the catheter did not work as the same error message appeared. They had to discontinue the procedure due to this and the patient had to get a dialysis catheter. There were no patient complications and the patient was fine.